Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the radiofrequency (rf) head connector was loose on the link electronic module (lem) circuit board. It was also noted that the system fan was noisy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radiofrequency (rf) head connector/connection on the programmer had an apparent fracture. It was also reported the programming head connection makes intermittent contact with the circuit board. The programmer was returned for repair. No patient complications have been reported as a result of this event.